Manufacturer narrative:
Eval: the wire guide was returned for eval on (B)(4) 2010. The wire guide has been returned to our approved wire guide supplier for an eval of the returned product. We have not yet received the eval results. A f/u MDR will be submitted upon receipt of the supplier's eval results. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: unraveling of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position, this could contribute to the reported wire guide damage. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push devices are subjected to an inspection for device integrity. A visual exam of all components is performed. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide was advanced through the abdominal incision site and into the stomach. The snare was advanced through the endoscope and used to grasp the end of the wire guide. The snare and endoscope were used to pull the wire guide through the stomach, eventually exiting the pt's mouth. Once outside the pt's mouth, the wire guide began to unravel. The unraveled end was cut off outside the pt and the gastrostomy tube was successfully advanced over the wire guide and into position. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.